Manufacturer narrative:
(B)(4). No additional information has been received.

Event description:
Original procedure date: (B)(6) 2011. Procedure type: anterior cervical discectomy and fusion. According to the reporter: one screw backed out post-operatively. Another surgery was performed to remove the screw on (B)(6) 2011.